Manufacturer narrative:
A ge representative evaluated the system and replaced the power motor relay board. System operates as intended. (B) (4).

Event description:
Customer reported an intermittent no stator error message on boot up. No patient injury was reported.